Event description:
Company representative reported notes after attending (B)(6) conference in (B)(6) 2009: 't cell non hodgkins anaplastic lymphoma associated with one style of breast implants' which reported that "4 previously unreported cases of lymphoma, all presenting as late peri-implant seromas." This medwatch represents one of the cases. Side was not specified. Follow-up with the presenter provided that the device was an allergan device and had been removed after lymphoma was diagnosed.

Manufacturer narrative:
Patient identifier (B)(6) relates to the patient's record previously existing in b)(6) database. Current database patient identifier is (B)(6). The event of lymphoma was initially reported via easr on 04/26/2011 with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma due to increased specificity. The event of seroma was previously submitted through the same easr on 04/26/2011.